Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies and cubie drawers had failed due to ¿duplicate addresses detected¿, due to top swap. The field service engineer replaced the legacy drawer with a full height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where multiple cubies failed and displayed an error message stating, "duplicate addresses detected." This incident resulted in a delay in patient care, although it was confirmed that there was no patient harm. No adverse events or injuries were reported as a result of this incident.